Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the corresponding author indicates that the manufacturer products were not related to any of the deaths in the study. Furthermore, there were no allegations or complications noted against the products. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:refined heart failure detection algorithm for improved clinical reliability of optivol alerts in crt-d recipients. Cardiology journal. 2018; 25(2):236-244. Doi: 10.5603/cj.a2017.0077. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac resynchronization therapy defibrillators (crt-d). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patient deaths and one patient that experienced system infection requiring explantation. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.